Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted.

Event description:
A report was received at the service center, of a thunderbeat (tb-0535fcs) probe, that had the tip break off during an unspecified procedure. The physician retrieved the tip from the patient, and it was reported there was no patient harm. It is unknown if the intended procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and correction to the lot number. The device was returned to the service center for evaluation for the tip fell off. The user¿s complaint was confirmed. The thunderbeat probe was connected to the usg-400/esg-400 and a probe check was performed. The hand-piece did not pass the probe check. A visual inspection of the received condition probe, observed some tissue build up. The teflon pad was inspected and noted to have normal wear with no metal exposed. The distal end of the probe was placed under a microscope and observed that the distal end was separated from the device; the detached piece was returned to the service center. The switches, wiper, handle and jaw movement were all inspected and found to be functional and smooth. The handle load was observed to be normal as well as the rotation of the knob torque. Based upon similar reported events, it was determined the cause for the detached tip, was attributed to the probe coming into contact with either a hard or metallic surface during activation.